Event description:
A report was received that the trial patient was experiencing headaches, which subsided when he lied down. The physician performed a blood patch, after which, it was discovered that the patient had previously suffered a dural puncture. A second blood patch was performed in 2009. The patient's headaches have subsided, and he is reportedly doing well after both blood patch applications.

Manufacturer narrative:
This is the final report.